Event description:
It was reported that a patient underwent a pelvic floor repair procedure to treat stress urinary incontinence and pelvic organ prolapsed on (B)(6) 2007. The patient experienced chronic pain, excessive bleeding, infection, mesh erosion, and erosion and destruction of vaginal tissue warranting the need for additional surgical intervention. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced urinary incontinence, atrophic vaginitis, dyspareunia, vaginal scarring, frequency, urgency and nocturia.

Manufacturer narrative:
(B)(4). Additional narrative: it was reported that patient underwent mesh removal and anterior repair on (B)(6) 2010 to eroded vaginal mesh and on (B)(6) 2011 she underwent mesh removal due to erosion of mesh through anterior and posterior vaginal mucosa. No additional information was provided.